Manufacturer narrative:
This event is recorded by zimmer biomet under cmp (B)(4). D10: concomitant medical products, 00770100300, autoclave case, lot#: unk, serial#: unk. 00770102200, ratchet handle, lot# unk, serial#: unk. 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot#: unk, serial#: unk. G2: foreign, event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the handle was able to move, but it was not ratcheting so the graft board was getting stuck. They had to spin the handle all the way around to get it through. The handle was unable to perform the up/down motion. It is unknown if there was patient impact or harm. Due diligence is complete as no additional information is available.